Event description:
Olympus medical systems corp (osmc) was informed that during a tricuspid annulo-plasty, the subject device was used. Immediately after the beginning of use, the ptfe pad of the subject device was separated. The procedure was completed with another thunderbeat. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the distal end of the ptfe pad was worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. Considering the eval result of the device, omsc concluded that the ptfe pad was worn and partially separated due to activating output by the user without grasping anything (including after the tissue separated) while the grasping section is closed. The instruction manual of the device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the findings of the eval, this report appears to be related to user handling.